Event description:
It was reported that this pacemaker system exhibited intermittent undersensing on the right ventricular (RV) channel. In addition, a gradual rise in pacing lead impedances measurements, remaining within normal limits, and an increase in thresholds on the RV channel were reported. Technical Services (TS) recommended trouble shootings options for the undersensing and confirmed normal power consumption and normal device operation. This RV lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.